Manufacturer narrative:
Additional information/correction: b5 - patient harm updated to "none". D9 - product return. H6 - codes updated. After review of the investigation, the complaint was re-assessed and found to no longer be reportable; no malfunction, as there was no device failure found. Investigation: we made a visual inspection of all received products. Here we found no damages or defects. Additional we made a functional and microscopical investigation of the pm438r. The clamping function worked as intended and the ceramic- insulation exhibit no cracks, chips or missing parts. In addition, we measured the various resistances of the hf cable (isolation and conduction). We did not find any abnormalities here either. There is a list in the pc which explains some possible sources of error. This list shows the possible causes and sources of error for the described fault in a technically simplified form. Depending on the generator, they can vary slightly from a technical point of view, but basically remain the same. If such a fault occurs again, we recommend subjecting the foot switch together with the cable and the generator to an inspection or sending it in for inspection. Review of device history records (DHR): the received devices are all faultless and the problem described in the complaint description can definitively not be caused by the received instruments/parts. Therefore, a DHR review is not necessary. Explanation, rationale, conclusion and root cause: none of the instrument parts examined and the cable showed any external damage or indications that could indicate a malfunction. This is not surprising, because the described error "works despite pedal stop" (rf energy is present on the instrument even when the foot switch is not actuated) cannot be caused by any of the products sent in. This kind of error / malfunction originates either in the foot switch itself, in the foot switch signal line (cable from the foot switch to the generator) or in the generator. Based upon the investigation, a CAPA is not necessary.

Event description:
Update: information was received which confirmed that there had been no patient harm. Involved components. (B)(4) - bipolar cable 28.6mm - lot unknown. (B)(4) - handle for bipolar instruments - lot unknown. (B)(4) - insulated outer tube 5/5mm 310mm - lot unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pm438r - jaw ins.bip.maryland diss.fen.5/310mm. According to the complaint description, the product works despite pedal stops. Patient harm was unknown. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4). Involved components: (B)(4)- bipolar cable 28.6mm - lot unknown, (B)(4)- handle for bipolar instruments - lot unknown, (B)(4)- insulated outer tube 5/5mm 310mm - lot unknown.